Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had a flickering lcd that was unable to read the screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions). Corrected field: h6 (health effect ¿ clinical code, medical device ¿ problem code) additional contact information: (contact person name: (B)(6), occupation: biomedical engineer). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse duplicated the blurry screen but was unable to read all characters. The fse replaced the saline contaminated display pcb and performed pm same service visit. The unit passed all functional checks and returned to service .